Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit board assembly, the device would also not start interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the telemetry could not be reached with the remote monitor. No patient complications were reported as a result of this event.

Event description:
It was reported that the remote monitor was unable to gain telemetry with the implanted heart device. There were prior successful transmissions received from this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.